Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings), h11 the cardiosave intra-aortic balloon pump (iabp) had gas loss error messages. Despite good faith efforts (gfes), no repair information has been received. Information was received stating that the unit was replaced and is no longer in service. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h11. Repair information was received stating that the customer has decided not to have product evaluated.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has a gas loss error messages. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.